Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer experienced issues with calibration and qc and received questionable results for multiple patient samples. The samples were repeated on another analyzer. Of the data provided for four patient samples, only the following results for two samples were discrepant. Patient 1: initial glucose hk result was 99 mg/dl and the repeat result was 76 mg/dl. Initial total protein gen. 2 result was 7.4 g/dl and the repeat result was 5.7 g/dl. Patient 2: initial calcium gen.2 result was 7.0 mg/dl and the repeat result was 8.9 mg/dl. The initial results were reported outside the laboratory. The repeat results were believed to be correct. There was no adverse event. The reagent lot numbers and expiration dates were requested, but were not provided. The field service representative found small debris in the sample pipettor water valve which was causing leakage. He cleaned and checked the valve and verified the analyzer was working ok.